Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 07-mar-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 300 mcg/day) via an implantable pump for an unknown indication for use. It was reported there was a suspicion of drug leakage around the pump. The date of incidence was mid-(B)(6) 2018. On (B)(6) 2018, when the patient was staying at a facility had an outpatient visit to the hospital, it was confirmed that myoclonus was suddenly aggravated. When the CT images were taken, it seemed that there was no anomaly of the catheter, but liquid retention around the pump was observed. On (B)(6) 2018, no improvement of symptoms was seen, so drug leakage from near the connection part of the pump and the catheter was suspected. Replacement of the pump was scheduled for 2019, but there was a possibility of withdrawal symptoms, so replacement was then scheduled for (B)(6) 2018. Replacement of the catheter would also be performed "in some cases" on (B)(6) 2018. The event was considered unrecovered as of (B)(6) 2018. Additional information was received. The patient's indication for use was spinal cord injury. The event was considered serious. Replacement of the pump was performed on (B)(6) 2018. When the catheter was detached to check after removing the pump, there was a crack on the constricted part of the connection part of the catheter and the pump. The hcp assumed that the drug leaked from the cracked part. The catheter was also replaced. Administration of drug was restarted at a dose of 290 mcg/day. On (B)(6) 2018, clonus was being alleviated, and the dose of the drug would be increased in the future. The event was considered recovered as of (B)(6) 2018. The event was considered not causally related to the drug, pump, or programmer. It was unknown if the event was related to the surgical procedure. The event was considered causally related to the catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was unknown on what date the patient's pump was implanted. Contributing factors to the cracked connector were undetermined. The products would not be returned for analysis as they were discarded by the customer.